Manufacturer narrative:
The pump passed the delivery volume accuracy test.

Event description:
The customer was admitted as an inpatient for medical treatment. The blood glucose reading at the time of the event was 65 mg/dl. The patient did not recall any significant events leading to the admission. During troubleshooting, the insulin pump passed a displacement test. The customer also stated that the insulin pump was not exposed to an MRI. The patient was advised to monitor the insulin pump. The current blood glucose reading is 40 mg/dl. No further information was provided. (B)(6) states that bg did rise to 65 then above 100. Adv customer to disconnect from the pump. Adv customer to check for protruded, loose, sticking out or flush drive support cap. Customer states: the drive support cap appears normal (recessed). Patient was admitted as an inpatient for medical treatment. Time/date of admission: (B)(6) 2014 12:30. Bg value at the time of admission: 65. The patient was not in a vehicular accident. Patient was admitted to: (B)(6) hospital. Phone number of the facility is: (B)(6). The reporting party is: self. Customer states the significant events leading to the admission were: none. Customer states the perceived cause of the low bg was: n/a. Customer states the most recent set change was (B)(6) 2014 9:21am. The patient was disconnected during the rewind/prime sequence. Reviewed priming technique. Found correct. Advised to check insulin type. Found: long acting. Advised to check insulin concentration. Found: u100. Reviewed programming. Found findings below. Time/date corrected daily totals: (B)(6) 2014 37.85, (B)(6) 2013 19.05, (B)(6) 2012 10.42, (B)(6) 2011 18.82 bolus of 5u at 7pm . Customer states pump was turned off. Adv to disconnect from set and remove the reservoir from the pump. Adv to check the status screen and then visually inspect the reservoir. Question - is reservoir showing less insulin than what status screen indicates? Response: unable to run. Customer does not have reservoir in the pump at this time. Based on customer daily totals and customer accounts running test, customer states the reservoir was not manipulated while connected. Asst in performing displacement test. Test passed. Expl interaction aftercare email. Reviewed patient's recent events. Found none. Customer states the pump was not exposed to an MRI. Adv to avoid exposure to any strong magnetic fields or mris. Adv patient speak with their hcp regarding the low bgs. Adv to monitor the pump and call back if issues persist. Expl interaction aftercare email.

Manufacturer narrative:
Ship: 1 pump / return: 1 pump. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.